Event description:
The service engineer (se) inspected the device and found that the exhalation flow sensor (evq) was missing. The se installed an evq. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the 980 ventilator's compressor was inoperable. The ventilator was not in use on a patient at the time of the reported event.